Event description:
It was reported that the transmitter unpaired itself. The wearable was inserted into the leg, which is off-label usage of the device, on (B)(6) 2023. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).